Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records could not be performed due to unknown lot information. Additionally, a review of the complaint histories could not be performed due to unknown lot information. The reported patients deaths is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The cause for patients deaths could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The adverse event and product problems mentioned and in the article are filed under different MFR report numbers. Attachment: literature title :prognostic value of pre-operative atrial fibrillation in patients with secondary mitral regurgitation undergoing mitraclip implantation. Na.

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, heart failure, re-hospitalization, medical intervention, and surgical intervention. Device issues include, single leaflet device attachment (slda) and inability to grasp. Details are listed in the attached article, titled ¿prognostic value of pre-operative atrial fibrillation in patients with secondary mitral regurgitation undergoing mitraclip implantation.¿ please see article for additional information.